Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted at this lime. A call was placed to technical services on 05/28/2018, stating that there was some unique noise on this lead lasted for about 1.5 seconds. And there may have been one beat skipped. The physician was dr. (B)(6). No known facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).